Event description:
A non healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the cartridges has been reported to have issue. They reported that one iol had its haptic torn off and another would not advance without strain. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).